Event description:
It was reported that the patient presented in clinic for a follow up. Upon investigation, it was revealed that the device was post sensed t wave over sensing. Patient was asymptomatic. Programming changes were made. Patient remained asymptomatic.